Event description:
A customer reported the unit would not cut and would only flush during a cataract with intraocular lens implant procedure. They tried two separate handpieces, but the issue was not resolved. The system was exchanged to complete the case. There was no impact to the pt.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).